Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 22-feb-2019. This spontaneous case was reported by a consumer and describes the occurrence of device expulsion ("migration to uterine cavity") in a (B)(6) year-old female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. In 2006, the patient experienced device expulsion (seriousness criterion medically significant) and pelvic pain ("pains"). At the time of the report, the device expulsion and pelvic pain outcome was unknown. The reporter provided no causality assessment for device expulsion and pelvic pain with essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) kgs. Further company follow-up with the regulatory authority is not possible. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm - health authorities in france, reference number: (B)(4)) on (B)(6) 2019. The most recent information was received on 23-may-2019. This spontaneous case was reported by a consumer and describes the occurrence of device expulsion ('migration to uterine cavity') in a 46-year-old female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. In 2006, the patient experienced device expulsion (seriousness criterion medically significant) and pelvic pain ("pains"). At the time of the report, the device expulsion and pelvic pain outcome was unknown. The reporter provided no causality assessment for device expulsion and pelvic pain with essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 70 kgs. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 23-may-2019: quality safety evaluation of product technical complaint. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.